Manufacturer narrative:
(B)(4) .

Event description:
It was reported that patient presented for routine device check showing intermittent ventricular oversensing on the ventricular channel. Patient was asymptomatic. No programming changes were made and the decision was made to follow the patient normally.

Event description:
New information received notes that oversensing is still being observed on the device. Further programming changes were recommended. No further information.